Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during a stent placement procedure, performed on (B)(6) 2022. Post procedure, on (B)(6) 2022, the patient came to the emergency room with pain and fever. A CT scan was performed and it was noted that the plastic stent perforated the duodenum wall opposite of the ampulla. On (B)(6) 2022, an endoscopic retrograde cholangiopancreatography procedure was performed. The physician pulled the stent and closed the perforation with an over the scope ovesco clip. There were no information if a new stent was implanted to the patient. The patient remained in the hospital for observation in stable condition. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2114 captures the reportable event of perforation. Patient code e2330 captures the reportable event of pain. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f12 captures the reportable event of serious injury/illness/ impairment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction updated b5 correction to block b3 (date of event), d6b (explant date); d7a (sud reprocessed and reused), and h8 (usage of device).

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during a stent placement procedure in the common bile duct, performed on (B)(6), 2022. Post procedure, on (B)(6), 2022, the patient came to the emergency room with pain and fever. A CT scan was performed and it was noted that the plastic stent perforated the duodenum wall opposite of the ampulla. An endoscopic retrograde cholangiopancreatography procedure was performed and the physician pulled the stent and closed the perforation with an over the scope ovesco clip. There was no new stent implanted into the patient. The patient remained in the hospital for observation in stable condition. No further information has been obtained despite good faith efforts.